Event description:
During an endoscopic stricturotomy procedure using the single use 3-lumen sphincterotome v, the guidewire could not be inserted through the guidewire lumen about halfway through the procedure. The procedure was completed by replacing the device. There was no delay in the procedure, and no patient harm was reported. After the procedure, the guidewire lumen was flushed with saline and what appeared to be blue cotton came out.

Manufacturer narrative:
Additional information was received stating that the guidewire used in the procedure was a non-olympus guidewire. The device was returned to olympus for evaluation. The foreign matter that was stuck in the guidewire lumen had been disposed of, so the material could not be evaluated. Photos provided by the customer confirmed the foreign material appearance of blue cotton-like material in an elongated shape. The lumen was checked, and no foreign material remained in the lumen. Additionally, there were no foreign objects inside the tube sheath tip and guidewire port. An olympus guidewire was advanced through the guidewire lumen without getting caught. The evaluation found no abnormalities found related to the reported event. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. No foreign material was found. However, it is possible use of a non-olympus guidewire contributed to the reported issue. Olympus will continue to monitor field performance for this device.